Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 pl/wg was unable to draw up insulin. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 928858 batch no. 0125322. It was reported that syringes would not draw up insulin.

Manufacturer narrative:
H6: investigation summary: customer returned a single syringe alongside an unopened pouch labeled for 0.3ml, 31 gauge, 8mm syringes from lot 0125322. When attempted, water could not be drawn into the separated syringe. This syringe was inspected under the microscope and no defects were immediately visible. A wire was threaded into the distal tip of the cannula. The wire reached several millimeters into the length of the cannula before stopping. The wire could not be used to dislodge the obstruction. The obstruction is likely adhesive based on its location and durability. The remaining pouch of syringes was inspected and no defects were found. All syringes in this pouch would draw fluid when tested. A review of the device history record was completed for batch# 0125322. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, bd was able to replicate and confirm the customer¿s indicated failure of syringes not drawing insulin in one of the eleven samples returned. Root cause cannot be determined for this complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 pl/wg was unable to draw up insulin. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 928858 batch no. 0125322. It was reported that syringes would not draw up insulin.